Event description:
(B)(4). It was reported that post a stenting treatment procedure, in-stent restenosis occurred. A 32 x 2.25mm taxus liberte stent was implanted in the distal left circumflex artery (lcx). (B)(6) 2012 - the patient presented with recurrent chest pressure consistent with his prior angina brought on by exertion and remitting with rest. Vascular access was obtained via the femoral artery. The 75% stenosed tubular target lesion was located in the mid distal lcx. A 40% stenosed lesion was also located in the proximal lcx. The target lesion was predilated with a 2.5 x 12mm non-bsc balloon catheter inflated 10-12 atms. A 2.5 x 28mm non-bsc drug eluting stent was implanted with 0% residual stenosis. No additional complications were reported. The patient was taking effient at the time of the event and was discharged on effient the following day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).